Event description:
It was reported that during scheduled follow-up the right ventricular lead was explanted because of a sudden threshold rise. No patient complication were reported as a result of this incident.